Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l. Cgm sensor type: not provided, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 30 mmol/l (540 mg/dl) while wearing the pod overnight. The adhesive remained adhered to the patient; however the cannula dislodged from the injection site (lower back). The patient was not aware of any alarms, as they were asleep when the incident happened. As treatment the patient used a pen injection and stated they would apply a new pod, when their blood glucose levels returned to normal.